Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the data acquisition (da) board was reseated with the flow sensor assembly, and the device retested. The issue was resolved, and the device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure sensor autozero failed" error code (110b). It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "proximal pressure sensor autozero failed" error code (110b). The issue was observed by the customer, and it was reported that the 110b error code was logged in the event log. The customer had recently repaired the device, and all testing had passed. The rse advised the customer to check the data acquisition (da) board and ensure that the pins in the da board were properly aligned with the flow sensor assembly. The customer reported that one pin was not connected properly. The investigation is ongoing.